Event description:
67 year old experienced progressive pain the left breast. Recent mammogram suggests ruptured left breast. Surgery revealed rupture of both implants with extravasation from capsule, more significant on the left side.